Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 12 mm from the distal end. There was scratch around the broken point. The fracture surface of the probe showed that crack developed. The coating of the probe was partially missing. The coating of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked and the coating of the probe was damaged when the user activated output contacting with metal or something hard object, besides the probe was broken off when the probe was subjected to a load. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already warned as follows; *during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. *if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a distal pancreatectomy, the subject device was used. The probe of the subject device was broken off. Probe damage error and ultrasonic level error occurred. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2018, olympus medical systems corp. (Omsc) found that the coating of the probe and the coating of the grasping section were missing. This is the report regarding the breakage of the probe, the missing of the probe coating and the missing of the grasping section coating.